Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional non-abbott device procedure. The first two sutures were initially deployed without any issues noted. Reportedly, while pulling on the sutures during harvesting, the knots came out of the patient anatomy. The sutures of a 3rd and 4th proglide were deployed, however, the same issues occurred with both devices. The sutures of a 5th and 6th proglide were deployed and the same issue occurred with one device. The other suture was successfully pre-placed. The sheath was upsized to a 14f and the non-abbott device procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.